Manufacturer narrative:
Customer did return the affected devices, which were a combination of four different devices, as well as different lot codes. Devices were visually inspected for any abnormalities, verified dimensional inspections for engagement/dis-engagement of light; devices did engage and dis-engage with in the specification call out in the drawing. No nc will be issued or further investigation is needed at this time. Although, requesting customer to send back blade could determine a failure mode when engaged to the handle, as stated in the problem description when complaint was originally reported.

Event description:
The customer alleges that "blade flickers while attached to the handle" no other details were provided and no patient injury/harm reported.